Event description:
The procedure was coil embolization gastric artery that was not calcified and not tortuous. During the procedure, several coils (competitor's products) were successfully placed in the target vessel using a 4.2fr angiographic catheter/(B)(6) and a prowler (606-2310f/15163072, complaint product). No issues noted. However, during withdrawal, when the physician pulled the prowler back from the angiographic catheter, he found that the prowler was broken and separated into two pieces, and the distal section of the prowler remained in the angiographic catheter. It is unknown where and when exactly it was cut. The rest of the delivery system was safely removed from the patient by retrieving the angiographic catheter. Afterwards, the procedure was successfully completed without any further issues. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The physician noted that he did not encounter any resistance/friction during removal and additional force/manipulation was not utilized. Both the prowler and the angiographic catheter are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During a gastric artery embolization the pre shaped prowler f shape (606-2310f/15163072) microcatheter separated into two pieces during withdrawal from the 4.2fr angiographic catheter/(B)(4) medical angiographic catheter. The distal section remained in the 4.2f catheter and was removed in its entirety by removal of the angiographic catheter. The vessel was not calcified or tortuous. Afterwards, the procedure was successfully completed without any further issues. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is not known if the prowler had been inserted through a stopcock or rhv. The physician noted that he did not encounter any resistance/friction during removal and additional force/manipulation was not utilized. There is no information regarding whether there was resistance/torquing during advancement. Prior to the event several noncodman coils were successfully placed in target lesion using the 4.2f catheter and prowler microcatheter. A non-sterile pre shaped prowler f shape microcatheter was received coiled inside a plastic bag. The product was found separated in two sections; the proximal section was inspected and kinks were found on it; then, the distal section was inspected and a kink and several flat sections were found on it. In the same plastic bag it was returned a 4.2fr angiographic catheter/(B)(4) medical. Some waves were found on the products but apparently may have occurred during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope and compress sections were confirmed. The point of separation between the two parts was inspected under microscope and there was evidence that elongation occurred prior to separation. The ID and od of microcatheter were measured and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15163072 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported microcatheter separation was confirmed. Based on the microscopic analysis of the returned device, it appears that the separation was produced by an excessive force applied to the device as evidence of elongation that was found. Additionally, the concomitant microcatheter has a stopcock attached to the catheter body/shaft. It is possible that turning of the stopcock while the microcatheter was inserted through it and withdrawn may have contributed to the catheter separation. The instructions for use outlines insertion through a rotating hemostasis valve. The cause of the kinks and flat sections could not be conclusively determined; additionally it was reported that prior to use no defects, kinks, bends were noted by visual inspection. Neither the analysis nor the DHR suggest that the reported event is related to the manufacturing process. Inspections are in place to prevent any kind of failures leaving from the facility. Based on the analysis the reported separation appears to be related procedural factors resulting in application of excessive force with no indication of any manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile pre shaped prowler f shape microcatheter was received coiled inside a plastic bag. The product was found separated in two sections; the proximal section was inspected and kinks were found on it; then, the distal section was inspected and a kink and several flat sections were found on it. In the same plastic bag it was returned a 4.2fr angiographic catheter/(B)(4) medical. Some waves were found on the products but apparently can occur during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope and compress sections were confirmed. The point of separation between the two parts was inspected under microscope and there was evidence that elongation occurred prior to separation. The ID and od of microcatheter were measured and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15163072 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as "separated - in patient" was confirmed. According to the microscope analysis, the cause of the separation could be produced by an excessive force applied to the device as evidence of elongation was found. The cause of the kinks and flat sections could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally, as per (B)(4) investigation "prior to use, no defect (kink, bends etc) was noted on the product by visual inspection." Furthermore, inspections are in place as per 000mi033 rev. (B)(4) that prevent any kind of failures leaving from the facility. Procedural factors appear to have contributed to the event; therefore no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
Concomitant device: 4.2fr angiographic catheter/(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.